Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said his ins was never turned on. The patient  said he tried to charge the ins but was unable to charge. The patient did not bring patient controller to the MRI appointment. Additional information received. Patient's family/friend reported that the implant surgery caused permanent bladder incomplete emptying, causing uti's and many hospitalizations which made patient not want to use device. The surgery also caused mobility issues. Patient has a lot of trouble ambulating. An additional surgery was performed to reverse the paralysis. Patient learned to walk with difficulty and regained most bowel control but never regained full bladder function. The inability to charge implant has been resolved. Due to the need of MRI the implant was recharged but patient will not be using device.